Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer via the manufacturer's representative (rep) reported telemetry issues. No diagnostics were performed. The battery was in overdischarge and the rep showed the patient how to get the battery charged. The patient was going to call the rep to do a power on reset (por) once the battery was charged. It was further reported the device was replaced in 2013 due to 3 overdischarges. The patient was implanted with another rechargeable device. There were no patient symptoms reported. Relevant medical history included radicular pain syndrome or radiculopathies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.